Event description:
This notification was reviewed by the pms clinical expert due to a report that on (B)(6)2025 "a call was received from the dealer, stating that "ventilator inoperative" alarm occurred during use on a patient and they would replace the device with their own device. They reported to us that there would be a possibility that health damage happen to the patient since this patient uses the device with non-invasive positive pressure ventilation (nppv) for 24 hours. At 17:45 a call was received from the dealer again, stating that the device was replaced, and the patient fell into a narcosis state until the replacement was in place. It was said that the visiting doctor had rushed there at that time, and their condition had recovered." Per report of the event, "it was confirmed that the screen turned red and "ventilator inoperative" was displayed." It was also reported that the patient recovered from the narcosis state on (B)(6)2025. Medical intervention of "device replacement and observation from the visiting doctor" and that "while providing oxygen through a nasal cannula until the device could be replaced, the patient fell into a light narcotic state. When the ventilation started after switching to the new device, the patient recovered." Based on information available at this time, the reported event is assessed as a non-serious injury. Summary: the manufacturer received information alleging a ventilator inoperative condition occurred. The device did not cause or contribute to a serious injury or death. The device has not yet been returned to the manufacturer. At this time, we are unable to confirm the alleged malfunction. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The product problem has been updated to "malfunction" to correctly reflect the reported issue. The type of reported complaint has been updated to "malfunction" to correctly reflect the reported issue.

Manufacturer narrative:
The device components were received at the product investigation laboratory (pil) for testing and evaluation with the following findings: pil received a trilogy evo machine flow sensor with the allegation of a ventilator inoperative alarm and an error code in the event log. Pil noted e-155 in the event log from service which indicates the machine flow sensor drift is above the specification (>0.2lpm). Pil installed the flow sensor on the pil trilogy evo test bed and ran therapy with a test lung for approximately 1 hour without issue. E-155 did not recur. Pil then tested the flow sensor on the pil trilogy evo multifunctional test station for flow verification, and the flow sensor passed all testing. Pil concluded that while contamination was present, the machine flow sensor operates as designed.

Manufacturer narrative:
The trilogy evo device evaluation was completed with the following findings: evaluation confirmed that a "ventilator service required" alarm had occurred and the device could not be used after power up. Review of the download error log revealed an error code that indicates the machine flow sensor drift was above the specification (>0.2lpm). Replacement of the machine flow sensor is indicated for this event and was therefore replaced. The device passed final testing and confirmed to be operating properly.